Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy, on a duodenum resection, after firing with the stapler, the doctor intentionally restored the lockout safety, combined the instrument, and passed it to the nurse. The surgeon asked for the device and the nurse passed the instrument that was just returned. The physician did not realize that the cartridge had been replaced, and fired as it was. The duodenum was only cut. There was an unanticipated tissue loss noted. Manual suturing was done to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy, on a duodenum resection, the doctor looked at the device, the lockout safety was found to function even though the firing had not been performed yet. The firing was not performed, so the surgeon unlocked it and fired the tissue. There was no problem with the staple. Afterwards, the cartridge was replaced and it was used without any problem for the 2nd to 4th firing. On the 5th firing, the lockout safety of the instrument, which was handed from the nurse, was found to have functioned again, the physician misunderstood as the same phenomenon as the first firing, and it was combined and was fired while holding the lock. However, the nurse had not replaced the cartridge and it was the 4th cartridge, so the staple had not been set in, only the knife advanced and the duodenum tissue was cut off. There was an unanticipated tissue loss noted. Manual suturing was done to resolve the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted damage between the jaws of the instrument, consistent to application over an obstruction. Functionally, the single use loading unit (sulu) was reset, unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur if the loading unit and knife blade were applied over an obstruction or thick tissue during clinical application. The evaluation detected an unreported condition: there was a damaged knife blade. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure to select a sulu with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. In addition; failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.